Event description:
It was reported that the atrial lead had high impedance and no capture at maximum output. Lead fracture is suspected. During the replacement procedure the lead broke off and the distal portion remains in the patient. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant medical products: d224drg ICD: (B)(6) 2009. (B)(4).

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter. Atrial impedance measured high at 1463 ohms beginning (B)(4) 2013. Atrial lead noise oversensing noted on atrial channel egms.